Manufacturer narrative:
(B)(4). Concomitant therapies: enantyum. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the central and lateral malar bone area with 0.3 cc of juvéderm® voluma¿ with lidocaine. Four days later, the patient experienced ¿persistent pain¿ and ¿oedema¿ in the center right malar. A cat scan was performed that resulted with ¿evidence/presence of abscess-like formation with no infection.¿ the patient was treated with hyaluronidase, antibiotics, and analgesics. The event is ongoing.